Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was march 2, 2016 where it was reported that the device was producing an incomplete mesh and the roller, damaged comb, and gears were replaced. This is not a related issue. The skin graft mesher was manufactured on september 21, 2015, and is 9 months old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on july 12, 2016 revealed no significant damage to the ratchet. No significant damage was noted to the mesher. The latching pins would not fully engage with the side plates. There was no apparent damage to the comb. The roller gear was worn. The 1.5:1 ratio cutter was worn on the gear, but showed no other signs of damage. The test mesh failed using the 1.5:1 cutter. The 2:1 ratio cutter showed no significant damage. The test mesh passed using the 2:1 cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller and gear. The 1.5:1 ratio cutter produced an incomplete cut with new collars, bushings and gear. The 2:1 ratio cutter produced a complete cut and the collars, bushings and gear were replaced. It was subsequently deemed non-repairable. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Although with the information that was provided, it cannot be determined which cutter was being used during the event. The IFU states to ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.